Manufacturer narrative:
Device was received and evaluated. Device inspection and evaluation found the customer reported issue was confirmed. Upon inspection, the k wire was found broken. Service noted that the k wire comes off , completely cut off and was broken. Furthermore, the device forceps elevator was found with foreign material. Nozzle was found clogged. In addition, the following findings on the device were noted below: cracks and scratches on the objective lens, dirt, discoloration illumination lens chip (sharp edge) with cracks and scratches floating and gaps in the a-rubber adhesive part deformation due to biting or pinching of the serpentine (insertion, bending section) scratches, cracks, scrapes, discoloration, unclear display, deformation, corrosion of the operation part s cover: scratches, cracks, gaps, discoloration, unclear display, meihan float switch or sw box depressed, floating, cut, cracked, scratched, unclear display, discoloration, deformation wrinkles, cuts, scratches, discoloration, stickiness of universal cord / video cable unclear display of connectors rattling of curved pipe , -burr, chipping, deformation, scratches on the tip. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Event description:
As reported , k-wire was broken , image found no problem. The issue found at preparation for use. There is no patient involvement associated on this event. No user injury reported. Device return evaluation found forceps elevator has foreign material. This report is being submitted for foreign material found on forceps elevator.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the foreign material likely occurred from incorrect reprocessing. The cause of the damaged device likely occurred due to stress and/or handling the device. The specific root cause of this event could not be determined at this time. The following information is stated in the instructions for use: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope. All channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.